Event description:
On or about (B)(6) 2023, plaintiff underwent placement of an angiodynamics smartport product, reference number (B)(4), lot number 5751571. The device was implanted by dr. (B)(6) at (B)(6) medical center for the purpose of chemotherapy. On or about (B)(6) 2024, plaintiff's port was noted to be infected and port removal was recommended. On or about(B)(6) 2024, plaintiff's port was removed by dr. (B)(6) at (B)(6) medical center in (B)(6).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).